Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause was patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient had previous bilateral iliac stents so impella placement was difficult. After insertion an x-ray was performed, and the physician discovered a kink in the impella cannula. The physician decided to replace the device with another impella cp. It was reported that the patient survived the surgery.